Manufacturer narrative:
Concomitant medical products: product ID:8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-apr-2017, UDI#:(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen via an implanted pump for intractable spasticity and cerebral palsy. It was reported the surgeon went in to replace the pump for normal battery depletion, they found the catheter had a small kink in it, so the surgeon replaced the catheter as well and "dialed her down 10%". It was noted the doctor was not sure how much medication the patient was actually getting. The patient would need to bolus because she did need that 10%.